Manufacturer narrative:
Estimated date. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional four proglide devices referenced are filed under a separate medwatch report number.

Event description:
It was reported that closure of an unspecified vessel was attempted using five proglide devices. Reportedly, "the needle did not engage" (cuff miss) with the first three proglide devices. An unspecified device issue occurred with the two additional proglides that were attempted. The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.